Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4-5. Three clips were implanted, reducing tr to a grade of <1. On (B)(6) 2024, echocardiography showed the implanted clip had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3. Tissue damage was suspected.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent tr was a cascading event of the reported slda. The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.